Event description:
It was reported that the infusion pump failed the flow accuracy test by -8.30%. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that the tamper seal was removed. No physical damage found. The reported problem was unable to be confirmed using the event history log/ the reported event regarding delivery accuracy was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. The reported event could not be confirmed. DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.